Manufacturer narrative:
(B) (4). The plan to check the system is under negotiations with the customer.

Event description:
The customer reported that the system displayed a generator fault error message.